Event description:
Per the clinic, the patient was also experienced skin overgrowth on the abutment and was treated with a combination of antibiotics and steroid drops for 7 days.

Event description:
Per the clinic, the patient was also treated with topical antibiotics (drops) (specific date and duration not reported). The abutment was subsequently removed on (B)(6) 2025. The internal fixture remains.

Event description:
Per the clinic, the patient experienced infection around the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.